Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a critical pump alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. The patient stated that the pump never alarmed. The patient presented to the hospital on (B)(6) 2014 with flu-like symptoms. The device system delivered morphine (1000 mcg/ml at 169.9 mcg/day). On (B)(6) 2015, the ma (medical assistant) at the hcp's (healthcare provider's ) office stated that they did not have a record of any alarms or empty pump. The patient was seen on (B)(6) 2014 for an adjustment and again on (B)(6) 2014 for her regularly scheduled refill. These were the only appointments for the patient in (B)(6) 2014 and they had no record of the pain pump running dry. The ma had no other information to provide.